Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: e315 error due to corrosion on the plug unit, due to a pinhole the channel tube was leaking, the electrical connector had liquid intrusion, switch 2 did not work due to corrosion on the switch box, switch 1 did not work due to corrosion, the venting valve was corroded, the control section had liquid intrusion, and the scope connector cover unit has discoloration. Based on the results of the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The historical analysis for this event confirmed that: there are no product excursions or statistical trends were identified. There are no ncr, scar, CAPA or hha records associated with the historical complaints. No anomalies were identified in the manufacturing/repair history records. The complaint rate is within the expected occurrence. No anomalies were identified in the labeling review. The event can be detected by following the instructions for use, section ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had error b30 (scope communication error). There were no reports of patient harm.